Event description:
The patient's legal guardian (lg) reported that the patient was taken to the emergency room (ER) with hyperglycemia. The patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the arm. The doctor removed the pod and administered an insulin injection for treatment. The patient was released after approximately 6 or 7 hours. The pod was discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.